Event description:
Male patient passed initial hearing test on (B)(6) 2006 (3 out of 4 pass) and later (unknown date) was diagnosed with bilateral loss moderate to severe loss per the user facility.

Manufacturer narrative:
At this time, the information provided by the user facility is insufficient to determine the cause of the reported issue. Only a name of device and initial test results was provided by the user facility. User facility stated that a patient was tested on (B)(6) 2006 passing 3 out of 4 frequencies, and based on obtained results, it was determined that test passed. At a later date (exact date is unknown) patient was diagnosed with bilateral loss- moderate to severe loss. With the information provided, (B)(6) is unable to determine the root cause of the failure. Details of diagnostic evaluation, dates, and data, and complete medical history including risk indicators for hearing are necessary to determine if delayed onset of hearing loss occurred post-screening. If additional information becomes available, a follow-up report will be submitted.